Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead , ubd: 19-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient had a lack of therapeutic effect (date of onset was not specified).  X-rays indicated the leads had migrated down 1-2 vertebral bodies.  Reprogramming attempts had been made, but yielded no improvement prior to the (B)(6) 2022 surgery.  An attempt was made to replace the leads but the case was aborted due to difficult patient anatomy.  The intention is to implant a paddle lead when time permits.  The rep confirmed that the patient didn't have any major falls or accidents.  There were no allegations of anchoring issues by the patient or the surgeon.  The explanted leads were discarded by the customer, so they will not be returned.  No device or therapy issues were reported with the ins.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: 2021 (B)(6), explanted: 2022(B)(6), product type: lead. Serial#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, the patient was admitted to the hospital for urinary retention, and possible csf leak. The patient had a blood patch placed. The patient was discharged home and the issue was resolved.

Event description:
Additional information was reported that the patient had leads removed on (B)(6) 2022 due to reported lead migration but ins was left in place as hcp will likely implant a surgical lead at a later date. Caller stated today they were contacted by facility for MRI compatibility because patient is experiencing change in mental status and is going to be coming into the ER (unknown when symptoms started).

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.